Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/10/2020.

Event description:
The customer reported a touchscreen failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen failure issue. The manufacturer¿s field service engineer (fse) replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.